Event description:
The catheter was severed during procedure. The dr didn't notice and flushed the distal portion of the catheter into the hepatic artery. The distal portion of the catheter was pulled out using a retriever. There were no adverse effects to the pt.